Manufacturer narrative:
E.1. (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received one photo for investigation, which shows a tube with low draw and blood leaking from a crack. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: broken/leaking and underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during blood draw using bd vacutainer® sst¿, one tube exhibited insufficient vacuum and a crack in the tube wall, resulting in sample leakage. No adverse impact was reported regarding the patient or user.